Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th october 2025 arthrex was notified via email of a case study published by technical university of munich for long-term functional, sports- and work-related outcomes after arthroscopic capsulolabral revision repair for recurrent anterior shoulder instability. As a result, there were following complications reported. During arthroscopic revision surgery, bankart lesions were observed in 21 patients, an anterior labral periosteal sleeve avulsion lesion in 6, a perthes lesion in 1, and a dys-plastic labrum in 1 patient. A humeral avulsion of the gle-nohumeral ligaments was not noted in any of the shoulders included. An additional partial supraspinatus tear was detected in 4 shoulders. Based on a circle concept of 360, the size of the capsu-lolabral lesion averaged 115 6 39 (range, 30-180). In all cases (n = 29), the main pathologic changes were observed in the anteroinferior quadrant. In lesions .90, a cranial extension of the lesion (eg, superior labrum anterior and posterior lesion) was observed in 4 patients, but no posteroinferior extension of the lesion was noted. Signs of capsular laxity were found in 6 patients (21%), and this was addressed by modifying the amount of capsular shift to restore physiological capsular volume. A mean of 4 6 0.8 anchors (range, 2-5) was used for the revision procedure. A persistent remaining capsular laxity was noted in 6 shoulders (20.7%), which was addressed by a closure of the rotator interval to reduce the capsular volume further. The rate of recurrent instability after the arthroscopic revision repair was 27.6% (8/29 patients). There were 5 (17.3%) frank shoulder dislocations caused by trauma and 3 (10.3%) subluxations caused by inadequate trauma. At the minimum 20-year follow-up, 3 patients (10.3%) had undergone a revision labral repair.